Manufacturer narrative:
Device passed displacement test and a21 test, no error noticed during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer advised that the insulin pump will need to be replaced and discontinue use of the insulin pump, revert to backup plan. The insulin pump will be returned for analysis.